Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use exhibited air ingress. After inserting the ablation catheter into the faradrive sheath and advancing to the left atrium, multiple air bubbles were observed inside the sheath despite no issues being reported during flushing beforehand. Multiple flushes and aspiration attempts were performed over 15 minutes by the physician; however, the bubbles could not be fully removed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use exhibited air ingress. After inserting the ablation catheter into the faradrive sheath and advancing to the left atrium, multiple air bubbles were observed inside the sheath despite no issues being reported during flushing beforehand. Multiple flushes and aspiration attempts were performed over 15 minutes by the physician; however, the bubbles could not be fully removed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.